Manufacturer narrative:
The reported product is an unknown baxter minicap. This report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported a peritoneal dialysis (pd) patient experienced a breach in aseptic technique which resulted in peritonitis, manifested by abdominal pain. The breach in aseptic technique was further described as reused a minicap. The same day as event onset, the patient was hospitalized and started treatment with an injection vancomycin (1g, for three days) and injection gentamycin (80mg, for three days). Three days after event onset, the patient was treated with an injection of ceftazidime (1g) for peritonitis. The patient was discharged three days after hospital admission. On an unknown date, the patient was recovered from the event. Pd therapy was ongoing. It was reported the patient was retrained on the proper aseptic technique. No additional information is available.